Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high results compared to his feelings or usual results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:00pm, the patient reported obtaining a blood glucose result of "187mg/dl" on his lfs meter. The patient was unable to report what diabetes medications he takes for his diabetes management. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient stated less than 15 minutes after the alleged issue occurred he developed symptoms of "shaking, light headedness and diaphoresis." The patient reported self treating with something to eat or drink on (B)(6) 2012 at 5:03pm. It is unclear if the patient developed symptoms prior to treating himself. It is unclear if the reported symptoms were intermittent, ongoing or worsened after the alleged issue began. The patient denied using another device to measure his blood glucose. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. The cca also noted the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly obtained an inaccurate high reading, developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue occurred.

Manufacturer narrative:
Follow-up (7/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. However, the test strip vial was found exposed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.